Manufacturer narrative:
No patient involvement reported. Date of event is unknown. Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that one of the tips of the reduction forceps was broken. No patient was involved. This report is for one (1) reduction forceps with points, soft lock, length 155mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record (DHR) review was conducted for part no.: 399.085, lot no.: 5800231: manufacturing location: (B)(4), release to warehouse date: 23.apr.2008: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.